Event description:
It was reported that during a stent procedure in a rca, the stent moved proximal on the stent delivery system. The delivery system was inflated and withdrawn intact and the undeployed stent on the shaft. Reportedly there was no patient injury.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned device revealed the stent had moved on the delivery system. The c-flex junction was intact. The stent was found to be within specification. Quality engineering was unable to determine a root cause for the reported product issue. The pt disease state, anatomical morphology and pre-dilatation strategy are unknown. There is no indication in the complaint that any device defects were found during preparation/set-up. Quality engineering has concluded that no corrective action will be implemented. As part of co's quality process, all stent delivery systems are inspected on-line to ensure that the stent is securely mounted on its balloon. A review of the device mfg records for this product lot does not reveal any abnormalities. This MDR is considered closed by the quality assurance department.